Manufacturer narrative:
Patient reported the ipg and leads were explanted on an unknown date about 2 years ago due to uncomfortable stimulation and needing an MRI. The system was not replaced. Patient did not consent to further outreach. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-21527. It was reported the patient's leads were explanted on an unknown date due to uncomfortable stimulation. Patient declined to provide further information.